Event description:
An adult female pt in her mid fifties was undergoing a cervical fusion on (B)(6) 2010. At some point after the mayfield skull clamp was applied to the pt's head, the unit slipped and the pt experienced a small laceration. The pt was not repositioned at any time prior to the incident. The laceration did not require any suturing or stapling. The surgery was delayed approximately 20 minutes so another unit could be utilized. No stereotaxy device was being used during this incident. Of note, is that doro disposable skull pins were being used with the mayfield skull clamp for this procedure.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.